Event description:
Complainant alleged that during a routine preventative maintenance check, the device pacer output was found out of the specified tolerances. The complainant indicated that there was no pt involvement in the reported failure.